Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. Per the patient, the healthcare professional (hcp) miscalculated the dose and the pump was empty. The patient was hearing something, but didn't know what it was. The patient had a gradual increase in pain that began in (B)(6) 2015 due to the pump being empty. It was also reported that the patient had unrelated medical issues with his spine and elbow which were necessitating an MRI. The patient had had 10-12 spine surgeries; half of the patient's spine was metal. On (B)(6) 2015, one month after the pump was implanted, the patient was in a car accident that resulted in elbow issues and fractured vertebrae. The patient had a sudden onset of lower back pain and left elbow pain after the accident. The patient was hospitalized for 5-6 days due to the injuries suffered in the accident. The patient was concerned that the pump/catheter had been damaged from the car accident. Additional information was received from a healthcare professional on (B)(6) 2015 and it was reported that they had educated the patient regarding how the alarm sounds and the importance of contacting the clinic/physician in case of an alarm. They refilled pump and provided subsequent appropriate follow-up, management, education, and adjustments.